Event description:
It was reported that using a cross-over technique femoral artery access approach during a procedure of the mid femoral artery with a 6 fr non-abbott sheath the 7 x 150 mm absolute pro stent was positioned and deployment attempted. After about 1 cm of the stent deploying the absolute pro thumbwheel froze and could not be turned to complete stent deployment. It was noted that the stent could be removed from the anatomy. The vessel was viewed under fluoroscopy and the physician chose not to attempt another stent implant. There was no treatment of the lesion and the access site was closed with an angioseal vessel closure device. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulty deploying the stent and retraction problem could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
Subsequent information received noted the self-expanding stent system (sess) and the stent implant were removed from the anatomy; outside the anatomy the stent became deployed in the introducer sheath when the sess was removed. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant product: sheath: destination 6f sheath the device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.